Event description:
It was reported that revision was performed because the patient jumped off a horse and fell on frozen ground on the right knee with the prosthesis. During the revision, the tibial baseplate component showed excellent cement adherence. The tibial baseplate and articular insert were revised as planned.

Manufacturer narrative:
The devices, intended for use in treatment, was not returned for evaluation and the reported event could not be confirmed. The devices were manufactured in 2015 and 2016. The devices were replaced in a revision surgery. A review of the device history records for the listed batch did not reveal any deviation from the standard manufacturing processes. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. It was stated that the patient jumped off a horse and fell on the frozen ground on the right knee with the prosthesis. The potential probable cause of this event is likely a traumatic injury/ fall. Our clinical/medical team noted: it has been communicated that no clinical documents are available. Therefore, no thorough clinical assessment of the reported issue can be rendered. Should additional information be provided, the clinical/medical investigation task will be reopened. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary.